Event description:
It was reported by the plaintiff's attorney that the plaintiff was implanted with ams monarc subfascial hammock on (B)(6) 2006 to treat pelvic organ prolapse and stress urinary incontinence. The plaintiff's attorney alleged that the plaintiff "suffered severe and permanent bodily injuries and significant mental and physical pain and suffering," in addition to severe pain, erosion, and dyspareunia. The plaintiff's attorney also alleged that the plaintiff "underwent a debridement of vaginal mesh on (B)(6) 2007" and "on (B)(6) 2007."

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.